Event description:
It was reported that pump experienced malfunction alarm labeled malf 1, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not have insulin available to correct high blood glucose at time of call, did not require help from third parties, was assisted by technical support in resetting pump, and after malfunction recurred. Technical support planned to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.